Manufacturer narrative:
Date of event: unknown.

Event description:
It was reported that the patient had complications post implant procedure and was unable to walk and experienced partial paralysis. The patient then underwent an explant procedure and is recovering.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI upn: m365sc12000 model: sc-1200 (B)(6) batch: 362667 the device was not returned for analysis and the complaint of paralysis could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probably cause for the complaint; therefore, the cause cannot be established.

Event description:
It was reported that the patient had complications post implant procedure and was unable to walk and experienced partial paralysis. The patient then underwent an explant procedure and is recovering.